Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Shortening of the stent was made, however there were no rings visible.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the implant of a micro-filtration device there was a slight decrease of endothelial cells number. Additional information was received the patient was hospitalized with surgical intervention needed. The stent was placed correctly and the cut placed was superior, temporal, 0-360°.

Manufacturer narrative:
Photo attached to the parent complaint was reviewed by the investigation site. Photo is of a vial, no stent can be seen in the picture. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed. The stent had the proximal collar only with a jagged cut behind the collar and was covered in surgical debris. Dimensional testing could not be performed due to the insufficient length of the stent returned. Because the sample returned could not verify the reported event, sufficient clinical data was not received. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. There have been nine other complaints reported in the lot number. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).